Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon had a hole and the plastic part of the device was missing. The rubber seal was also not functioning properly. There was no injury reported. The item will return for analysis. Additional information has been requested, but not yet received.